Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that wire fracture occurred. The target lesion was located in the left anterior descending artery (lad). A 185cm comet pressure guidewire was placed down the lad and fractionated flow reserve (ffr) measurement was performed. Then the guidewire was placed down the diagonal branch and it was noticed that the pressure waveform to the wire was lost. The attempt to troubleshoot and get the pressure back was unsuccessful. While removing the wire it was noticed that the wire was fractured a couple of centimeters proximal to the sensor. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a ffr comet wire separated into 2 segments. The proximal shaft and the tip were returned. The guidewire shaft was examined for any damage or irregularities. The shaft was separated in 1 place. The total proximal shaft length that was returned was 176cm. The length of the tip portion returned was 9cm. The total length returned was 185cm. The tip also showed some damage in the form of bends and coil stretching. No other damage or irregularities were noticed. The sensor port showed traces of blood. Functional testing of the device could not be completed due to the separation of the shaft. Because there was no evidence of any product quality deficiencies, it was considered likely that the tip damage and the blood in the sensor were attributable to procedural factors. Mtac testing (material testing analysis and characterization) was performed on the returned device. Miro-cracks were observed adjacent to the distal end of the fracture. Sem (scanning electron microscopy) images of distal and proximal fractured beams appear to show fatigue striations toward the center of fracture and some ductile surface structure at center of some fractures. This suggests the possibility of reverse bending fatigue with ductile overload. The fracture occurred approximately 8cm from the distal tip. Review of the manufacturing records for this batch confirmed that the devices in this batch met all applicable specifications. The cause of the reported difficulties could not be determined. (B)(4).

Event description:
It was reported that wire fracture occurred. The target lesion was located in the left anterior descending artery (lad). A 185cm comet pressure guidewire was placed down the lad and fractionated flow reserve (ffr) measurement was performed. Then the guidewire was placed down the diagonal branch and it was noticed that the pressure waveform to the wire was lost. The attempt to troubleshoot and get the pressure back was unsuccessful. While removing the wire it was noticed that the wire was fractured a couple of centimeters proximal to the sensor. No patient complications were reported.